Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation distal to the connector boot. The cause of insulation abrasion is consistent with friction to the device can.

Event description:
It was reported that the patient presented for a revision unrelated to the right atrial (ra) lead. When the pocket was opened, the physician observed a tear/break on the ra lead. It appeared that the leads were rubbing against each other. The physician decided to explant and replace the ra lead. There were no adverse health consequences, the patient was stable.